Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the device locked? - yes, the device was locked. When the trigger was pressed, no handle was triggered? - no. Handles were implanted, but the strips were not attached to the fabric or the mesh?. - they were not attached is the device broken? - device broken. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and absorbable straps were used. The stapler had to be replaced due to equipment failure. The device was locked and the straps were not attached. There were no adverse patient consequences reported. Additional information was requested.